Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device when they were placing the contents into the bag broke and it separated from around the rim. No contents feel into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt. One device was discarded at the account.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.